Event description:
Customer's mother reported that the insulin pump alarmed for a button error. The blood glucose reading was 396 mg/dl. Customer was treated with the insulin pump. She stated that the buttons became unresponsive during a bolus. She changed the battery and then received the alarm. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.